Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/17/2015: the device was returned to animas and evaluated by product analysis on 08/24/2015 with the following results: no power on resets observed in the black box. Battery compartment is cracked on the side at the threads and cracked above the bumper pad. Returned battery cap has stripped threads and is unable to fully attach to the pump; power on resets duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump; 24hr duration test was completed with test battery cap and returned cartridge cap; no power interruptions were duplicated during this time. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, the display screen has a pinkish contrast. Keypad is fully intact but all keys are intermittently responsive to user presses. Removed the keypad cover; contamination was found under all the key contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.